Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any further malfunctions occur.